Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Customer's blood glucose was 23.7 mmol/l. Customer treated high blood glucose with insulin pump. Customer did not stated any symptoms related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Retainer ring = clear. Case type = ngp customer returned pump for alleged high bgs found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. The pump passed the displacement accuracy test at 0.0869 inches. The pump failed the self test due to appearance of pump error 63. Test p-cap and reservoir locked properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 63 during testing on 03/13/2023 at 09:04:25.000 (variable #: 3). Pump was cut open to perform visual inspection and found broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd, moisture damage on the force sensor, pcba 1 and pcba 2. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, partially broken retainer, corroded battery tube, end cap address label missing, and corroded battery tube spring. Unable to verify customer's complaint for high bgs. Retainer ring damage was confirmed. Broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Moisture damage was confirmed found on pcba 1, pcba 2, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h10 section.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: the insulin pump was returned for analysis.